Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device(s) were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp microbore catheter extension sets would not flow. The reporter stated that the fluid would not move through the extension set. This issue was identified during unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.